Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation procedure conducted on (B)(6) 2018, the pacemaker was interrogated in its box and a message stating that the device was in standby mode was displayed. The use of the pacemaker was discontinued and another one was implanted. On (B)(6) 2018, the pacemaker was re-initialized.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the implantation procedure conducted on (B)(6) 2018, the pacemaker was interrogated in its box and a message stating that the device was in standby mode was displayed. The use of the pacemaker was discontinued and another one was implanted. On (B)(6) 2018, the pacemaker was re-initialized.

Event description:
Reportedly, during the implantation procedure conducted on (B)(6) 2018, the pacemaker was interrogated in its box and a message stating that the device was in standby mode was displayed. The use of the pacemaker was discontinued and another one was implanted. On (B)(6) 2018, the pacemaker was re-initialized.

Manufacturer narrative:
Preliminary analysis revealed that the reason of the switch in standby mode could not be determined, but a (B)(6) code corruption is suspected. The device was properly re-initialized on (B)(6) 2018.